Event description:
Caller reported that the pump battery would not charge despite using a tandem charging cable and attempting to charge it via different outlets and wall adapters. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump and confirmed that it was within warranty. The caller was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. They were also guided on how to put the pump into storage mode and advised to return the problematic pump using a pre-paid label within ten days.